Manufacturer narrative:
(B)(4).

Event description:
Procedure type: appendectomy. According to the rptr: first firing was done w/o problem. Second cartridge was loaded and the device was set on the tissue, but the device did not fired. The surgeon made a small umbilical incision additionally and ligated the tissue and completed the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. No info about the use of reinforcement material.